Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3: one device was returned for evaluation in good condition. Visual and functional testing were performed. The testing could duplicate the customer reported problem, error code was shown in the device information. The root cause of the issue was unknown. Error code and executing a software update were cleared. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an error 46011. There was unknown patient involvement and unknown patient harm/adverse event reported.